Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery... Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
It was reported that a rotawire was snapped. A rotawire was selected for use. During the procedure, it was noted that the rotational speed dropped from 200,000rpm to 170,000rpm. Afterwards it was noted that the rotawire was snapped. The procedure was completed with this device. No patient complications were reported and the patient's status was okay.